Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak in connection with a unicel dxc 800 synchron system. The customer reported that the chemistry cartridge (cc) sample probe was dripping and quality control (qc) results for high density lipoprotein (hdl) and cholesterol are out of range low. The customer found the cc sample probe fitting loose and leaking. The customer tightened the fitting on top of the sample probe. Cts instructed the customer to perform a cc probe cleaning procedure and run qc for all chemistries on the cc side, and to call back if the issue is not resolved. The customer stated that no erroneous patient results were generated. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Issue was resolved by routine troubleshooting with customer technical support. No further leaking issues were reported as of (B)(4) 2011. (B)(4).